Event description:
Hill-rom received a report from the account stating the patient foot siderail would not lock. The bed was located at the account in (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the feeding tube had gotten inside the covering latch that locks rail. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed the feeding tub and cleared the latch to resolve the issue. Based on this information, no further action is required.